Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 20sep2022 h6: investigation summary ten samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: having trouble drawing up solution and with injection as well

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: having trouble drawing up solution and with injection as well.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.